Manufacturer narrative:
Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of myocardial infarction, deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported patient was injected with juvéderm¿ voluma¿ and juvéderm® volbella¿ with lidocaine. Unspecific time later, patient experienced a heart attack, deemed not device related. Three months later, patient experienced swelling under the eye and entire right midface. Patient took cortisone but after the cortisone treatment patient experienced swelling again. Therefore, filler was removed.

Event description:
Additional information reported treatment was noted as hyalase and cortisone. Symptom resolved.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.3., b.5., h.8.